Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, due to ongoing issues the customer reverted to manual insulin injections for insulin therapy.